Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 (3:35 pm edt), the patient reported that their dexcom g7 calibration was not applied, despite the sensor showing a false low. Alert instructed retry in 1 hour. Blood glucose (bg) was elevated, and the patient chose to take a manual injection; the agent advised disconnecting pump for 2 hours. Later the same day (B)(6) 2025, 9:17 pm pdt), patient called back reporting the sensor disconnected and failed to resume readings. Review of alarms showed a sensor failed alert about 1 hour after the earlier call. Agent assisted with replacing and pairing a new sensor and provided dexcom contact information for a replacement. The patient's blood glucose was affected but not out of range for 90+ minutes.